Event description:
Customer reported via phone call that insulin pump got overheated from being out in the heat. Customer reported that insulin pump began making a loud high pitched noise. Customer states that insulin pump then received a no delivery alarm and a program alarm anomaly alert. Customer's blood glucose was unknown. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was also advised that insulin pump was functioning as designed and passed functionality test, but insulin pump once again received a no delivery alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.